Event description:
It was reported that the customer's blood glucose level displayed as "high," with the specific value unknown. The customer took corrective actions, including a correction injection via multiple daily injections and a correction bolus via pump, and the control iq feature was turned on. Technical support instructed the customer to inspect and replace supplies as necessary and advised consulting a healthcare professional to discuss factors affecting blood glucose levels.